Manufacturer narrative:
The ldl reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received a questionable low result for one patient sample tested with ldl-cholesterol gen.3 on a cobas 8000 c702 module. The sample resulted in an ldl value of 14 mg/dl. The result was questioned because it did not agree with the patient's clinical condition and other tests performed. A second sample was collected from the patient on (B)(6) 2025 and resulted in an ldl value of 163 mg/dl. Other test results from the sample were said to be "similar".

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.